Event description:
The insertion was difficult and the pt had to be repositioned several times. The rn met resistance at 8cm, which may have been a vein spasm. Resistance occurred again about 4 to 6cm further into the vein. The PICC line was removed and the stylet was hanging out of the PICC. The rn pulled on the end of the stylet and the tip came off, approx 4cm piece of the stylet. Accessed left basilica.

Manufacturer narrative:
A complaint history review showed no other product complaints of similar nature. The complaint is inconclusive since the product was not returned for evaluation.